Event description:
According to the medwatch report: "upon removal of left proximal arm ultrasound placed catheter, no resistance noted, and only about 2cm of catheter was extracted. IV team, resource nurse notified. Attending notified. X-rays taken. Vascular surgery consulted for retained catheter. Plan for extraction and cardiovascular and interventional radiology, possible or and discharge delay."

Manufacturer narrative:
(B)(4), uf/importer report#. Additional information received from the user facility indicates that interventional radiology removed the retained piece of the catheter. It was also reported that the incident "delayed d/c by 1 day". The user facility could not confirm the condition of the patient. Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4).

Event description:
According to the medwatch report: "upon removal of left proximal arm ultrasound placed catheter, no resistance noted, and only about 2cm of catheter was extracted. IV team, resource nurse notified. Attending notified. X-rays taken. Vascular surgery consulted for retained catheter. Plan for extraction and cardiovascular and interventional radiology, possible operating room and discharge delay".